Event description:
During a surgical procedure (endoscopic turbinate reduction with ktp laser), the eye safety filter failed to operate, exposing the user to the laser beam. The md suffered a left macular burn with swelling and blurred vision and loss of depth perception of left eye.